Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jan-2023. H6: investigation summary: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of needle hub defective / damaged was not confirmed but the defect needle through catheter was observed upon inspection of the samples. Analysis of the samples showed that there were no damages to the needle hubs. A ¿v-cut¿ was observed on the catheters which matches the shape of the needle bevel. Since the samples were returned with blood on it is most likely the needle through catheter defect occurred during use of the product. There are currently quality systems in place that can identify product with this issue and will automatically remove the defective product from the production line. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Production records were reviewed, and this batch was compliant with our product specification requirements.

Event description:
It was reported that 1 bd insyte¿ IV winged catheter needle hub each from lots 2087266 and 2176967 were broken during use. The following information was provided by the initial reporter: "this is for your kind information that we have issues with IV cannula 24g, bd insyte-w batch no 2087266 ref 381312 in ER, some of the cannula plastic covering of the needle is broken because of this we cannot able to use it. IV cannula opened for insertion before inserting the cannula we checked the sliding between needle and plastic we noticed that the plastic broken."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2087266, medical device expiration date: 31-mar-2027, device manufacture date: 28-mar-2022, medical device lot#: 2176967, medical device expiration date: 30-jun-2027, device manufacture date: 25-jun-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte¿ IV winged catheter needle hub each from lots: 2087266 and 2176967 were broken during use. The following information was provided by the initial reporter: "this is for your kind information that we have issues with IV cannula 24g, bd insyte-w batch no: 2087266 ref: (B)(4) in ER, some of the cannula plastic covering of the needle is broken because of this we cannot able to use it. IV cannula opened for insertion before inserting the cannula we checked the sliding between needle and plastic we noticed that the plastic broken".